Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found due to damage on the charged coupled device (ccd) unit and corrosion on the video plug, e216(scope communication error) occurred. Additionally, due to damage on the charged coupled device (ccd) unit and the electrical contact of video connector was shaved, the image was not displayed. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The video connector had a scratch. The adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus technician reported, e216 scope communication error when angle is activated on the endoeye flex deflectable videoscope. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegations (1. Scope communication error during angulation operation (e216), and 2. No image) were confirmed. The probable cause was a malfunction of the image sensor unit, the board inside the video connector, or the system. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual/operation manual ¿chapter 3, preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning which could have detected the phenomenon: <inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.